Event description:
The patient reported that they were not receiving therapeutic benefit. The patient was uncomfortable because they could not urinate. The patient was currently on program 2 at 0.7 v and wanted to increase but kept loosing connection. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.